Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was reading inaccurately high comparing to his feeling and/or normal results. The complaint was classified based on the information obtained from the customer service representative (csr) documentation. The patient was unable to confirm when the inaccuracy issue began. The patient reported obtaining an inaccurate high reading of ¿160 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes with a combination of oral medications (metformin 1000 mg and glipizide, dose unspecified) and he confirmed to take ¿half a pill¿ of glipizide, in response to the alleged high result. The patient stated that an hour after, the alleged meter issue began, he developed symptoms of ¿cold sweats¿. The patient denied receiving any treatment or medical attention. At the time of troubleshooting, the csr established that the unit of measure was set correctly and that the test strips were stored correctly and had not expired. The csr walked the patient through a test with control solution and the results fell within the control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking ¿half a pill¿ of oral medication based on alleged inaccurate high results obtained with the subject meter.